Manufacturer narrative:
(B)(4). UDI # (B)(4). Concomitant medical products: item 00588001502, lot 61389687. Item 00588005014, lot 61712075. Item 00598801012, lot 61837912. Item 00598802015, lot 61896373. Item 00597206532, lot 61742205. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The revision is schedule to take place later this month. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02088.

Event description:
It was reported that patient underwent total knee arthroplasty and nine years after the initial procedure, the patient felt pain. It was confirmed that hinge post of the implanted rhk broke. A revision is planned for later this month. Attempts have been however no further information has been provided.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.